Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0615-1s (lot 232320839). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open at the distal end, was observed to have abnormal morphology, and became stuck inside the phenom 27 microcatheter. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, aneurysm at the ophthalmic segment of the left internal carotid artery with a max diameter of 2.9 mm and a 2.1 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 5.1 mm proximally. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 5 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal range. The angiographic result post procedure was reported as normal. An 8f 90 cm guiding catheter was advanced smoothly to the c2 segment of the internal carotid artery under the guidance of a 0.035-inch loach guidewire and a multifunctional angiographic catheter. A 6f 115 cm x track intermediate catheter was advanced to the posterior bend of the cavernous segment using a coaxial technique. The phenom 27 microcatheter was advanced smoothly to the middle cerebral artery under the guidance of a heartcare medical guidewire. Based on 3d measurements, the ped2-500-25 was selected. The device was fully hydrated with high-pressure saline and then delivered smoothly to the middle cerebral artery. The phenom 27 microcatheter was withdrawn to expose the tip end of the stent. The tip end opened but not sufficiently, and the morphology appeared abnormal. After resheathing and redeployment, the tip end still appeared abnormal. The tip end was pulled back to the internal carotid artery, but the tip abnormal morphology persisted. Further resheathing and redeployment attempts could not restore normal morphology. Ultimately, the entire system had to be removed from the body. The stent eventually became stuck inside the phenom 27 delivery catheter and could not be removed. The physician then selected a domestic tongqiao qilin 500-25 stent as the second device, and the remainder of the procedure proceeded smoothly. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed less than or equal to 2 times. Additional steps or other devices required to open the pipeline were reported as releasing a longer segment, push-pull oscillation, resheathing and redeployment. Ancillary devices included 8f 90cm guiding catheter, 6f 115cm microport x track intermediate catheter, phenom 27 microcatheter, heartcare medical 0.014 inch, 300 cm guidewire.